Event description:
Procedure type: nissen. According to the reporter: the surgeon experienced a "coil" effect with the device when detaching from the sulu. This is something he has not experienced in the past and caused him to switch over to a different device. The new device was used to complete the case just fine. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).